Event description:
It was reported that there was no image on the 2600 system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier was replaced during the service call. The system was tested and found to be working as intended and put back into service.